Event description:
Pt with toxic shock syndnome. Autopsy revealed tss toxin staphylococcus aureus in vaginal swab. Medical records report 2 tampons in vaginal vault. Per family members one appeared "broken".